Manufacturer narrative:
(B)(4). 250616-015716 012, mw5170730, 250616-015372 012, mw5170731, 250616-009171 213, mw5170732, 250616-015055 213, mw5170733, 250616-016104 213, mw5170734.

Event description:
A voluntary medwatch report was received on 6/4/2025. It was reported that a detached or missing sensor wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.